Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the had been experiencing ongoing high blood glucose (bg) levels at night. A bolus of insulin was delivered to address the bg level. The customer did not know the cause of the high bg. As the customer was not currently experiencing a high bg, tandem technical support advised the customer to discuss the high bg with a healthcare provider.